Event description:
Customer reported a low blood glucose, with the lowest recorded level at 50 mg/dl. Cause was not known. Customer consumed carbohydrates and glucose tablets to address the low blood glucose. Technical support recommended the customer consult the healthcare professional to discuss factors affecting blood glucose levels, and the customer acknowledged this advice.